Event description:
It was reported that the healthcare provider believed the pump may be stalled but the healthcare provider was not familiar with the pump and didn¿t know why that was the current belief. The patient was admitted to the healthcare provider¿s hospital for another reason and at that time there was an order from the managing healthcare provider to check the pump. The reporter stated they had called the managing healthcare provider and they wanted to have the pump checked first. The reporter was unaware of any patient symptoms and did not know what drug was in the pump. Interventions, drug, patient symptoms, or outcome reported. Further follow-up being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4) implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).